Manufacturer narrative:
Concomitant products: equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00). The revision reported was likely the result of migration of the glenoid baseplate and subsequent compression screw fracture and edge wear of the humeral liner. The wear noted on the liner likely resulted from a combination of abnormal articulation with the glenosphere and impingement between the posterior edge of the liner and native glenoid bone following the baseplate migration. It remains unclear whether the reported compressions crew fracture occurred prior to or following the baseplate migration. However, the baseplate migration, screw fracture, and series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the surgeon scheduled the revision of the 74 year-old female patient shoulder approximately five years post right tsa. At some point the glenoid baseplate shifted anterior and one of the baseplate screws broke. The surgeon removed the components including the broken screw. He then used an ultradrive to remove remaining cement from the humeral shaft. The surgeon replaced it with a 7mm interspace antibiotic spacer using one bag of palacos rg cement. Patient was revised to an interspace shoulder size 7mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The devices are not available for evaluation due to hospital kept the implants.